Manufacturer narrative:
Analysis and results: there are two previous complaints of the same code-batch regarding the same issue, closed as confirmed after analysis. We manufactured and mostly distributed in the market (B)(4) units of this code batch. There are (B)(4) units in stock blocked. We have not received any sample for analysis. Without samples and/or defective samples a proper analysis cannot be performed. Nevertheless, considering that there are previous confirmed complaints for this code-batch regarding the same issue, we consider that this complaint is also confirmed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the samples received in previous complaints did not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that this complaint is confirmed as well. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn quick suture. The client reported that the needle comes off the thread in movements with little traction. Further information has been requested.